Manufacturer narrative:
The calibration and the quality control (qc) results were verified. The limitations section of the instructions for use states: "the following information pertains to limitations of the assay: performance characteristics have not been established for the assay used in conjunction with other manufacturers' assays for specific sars-cov-2 serological markers. Laboratories are responsible for establishing their own performance characteristics." "Results obtained with the assay may not be used interchangeably with values obtained with different manufacturers' test methods. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating. (B)(4).

Event description:
The customer observed a number of non-reactive advia centaur xpt sars-cov-2 igg (cov2g) results that were reactive by other methods including advia centaur xpt sars-cov-2 total (cov2t) and pcr. There were also two advia centaur xpt sars-cov-2 total (cov2t) results that were non-reactive compared to alternate methods. The initial cov2g results were not reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2g and cov2t results.

Manufacturer narrative:
MDR 1219913-2020-00227 was filed on september 11, 2020 reporting non-reactive advia centaur xpt sars-cov-2 igg (cov2g) results that were reactive by other methods including advia centaur xpt sars-cov-2 total (cov2t) and pcr. Additional information - october 1, 2020: siemens reviewed the information provided. The draw dates, dates tested and some of the patient symptomology was provided for a few of the samples. The draw date and test date were either the same day or a few days apart. Studies indicate that the total assay may have slightly higher sensitivity the closer the sample is drawn to the date of the first positive pcr than igg or igm alone, and therefore it can help identify those individuals with both prior exposure and recent infection, reducing the potential for false negative results. An igg-only test is better suited for surveillance of people who are in the later, convalescent stage of the virus. Igg assays will be very valuable for identifying people who are immunocompetent after a vaccine comes out, detecting when someone has generated igg antibodies against the vaccine. Siemens healthcare diagnostics continues to investigate. MDR 1219913-2020-00227 supplemental 1, MDR 1219913-2020-00228 supplemental 1, MDR 1219913-2020-00229 supplemental 1, MDR 1219913-2020-00230 supplemental 1, MDR 1219913-2020-00231 supplemental 1 and MDR 1219913-2020-00235 supplemental 1 were filed for the additional information related to this event.

Manufacturer narrative:
MDR 1219913-2020-00227 was filed on september 11, 2020 reporting non-reactive advia centaur xpt sars-cov-2 igg (cov2g) results that were reactive by other methods including advia centaur xpt sars-cov-2 total (cov2t) and pcr. MDR 1219913-2020-00227 supplemental 1 was filed on october 25, 2020 with additional information. Additional information - november 3, 2020. Advia centaur xpt sars-cov-2 igg (cov2g) lot 710002 multiple samples resulted non-reactive and resulted reactive with advia centaur cov2t and an alternate igg methods. The draw dates, dates tested and some of the patient symptomology was provided for a few of the samples. The draw date and test date were either the same day or a few days apart. Cov2g and cov2t results may not always correlate. The igg methods measure igg antibodies and the total methods detect igg and igm antibodies. The total antibody test is more sensitive than the igg method. A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (pre seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients. Results should always be interpreted in conjunction with the patient's medical history, clinical presentation and other findings. Based on the information provided, siemens did not identify a product problem. The customer is operational. MDR 1219913-2020-00227 supplemental 2, MDR 1219913-2020-00228 supplemental 2, MDR 1219913-2020-00229 supplemental 2, MDR 1219913-2020-00230 supplemental 2, MDR 1219913-2020-00231 supplemental 2 and MDR 1219913-2020-00235 supplemental 2 were filed for the additional information related to this event.